Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris pump module smartsite infusion set had flow issues and blockage. The following information was provided by the initial reporter: "...the tubing is not allowing the infusion to flow freely when the clamp is open and to gravity. In one case in particular, the patient was stuck 5 times for an IV because when the nurse would start the infusion it would not flow."

Event description:
It was reported bd alaris pump module smartsite infusion set had flow issues and blockage. The following information was provided by the initial reporter: "...the tubing is not allowing the infusion to flow freely when the clamp is open and to gravity. In one case in particular, the patient was stuck 5 times for an IV because when the nurse would start the infusion it would not flow."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that they had one issue with the tubing not allowing the infusion to flow freely when the clamp and the another issue is that cannot push medication through¿ could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 21075635 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21075635 regarding item #2420-0500.

Event description:
It was reported bd alaris pump module smartsite infusion set had flow issues and blockage. The following information was provided by the initial reporter: "...the tubing is not allowing the infusion to flow freely when the clamp is open and to gravity. In one case in particular, the patient was stuck 5 times for an IV because when the nurse would start the infusion it would not flow."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.